Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, noticed long periods of boosted exposures in the shot files. System operates as intended.

Event description:
Customer reported system is displaying an overheat warning during use. No patient injury was reported.